Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user believed they missed a meal announcement and could not find it in history, but after log synchronization the meal announcement was visible and the cgm had been out of range, after which the system reduced and then increased basal delivery; the user later noted hyperglycemia with a highest blood glucose of 349 mg/dl for approximately 3.5 hours, and upon inspection found a bent cannula with wet adhesive at the infusion site, then replaced the infusion set and blood glucose trended down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included review of device logs and user history. Investigation of this case revealed an infusion set issue consistent with a bent teflon cannula and insulin leakage at the site, which would lead to under-delivery and hyperglycemia; cgm out-of-range contributed to temporary automated dose adjustments until the sensor reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user-side infusion set failure leading to inadequate insulin delivery.